Event description:
It was reported that a patient's device showed high impedance but never went to surgery because it resolved beforehand. No known surgical intervention has occurred to date. No additional relevant information has been received to date.